Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
During a transforaminal lumbar interbody fusion (tlif) procedure on (B)(6) 2013, an 8.0 screwdriver (product ID: (B)(4)) broke while inserting the 8.5 x 80 screw (product ID: (B)(4)). Then, the 3 mm driver (product ID: (B)(4)) broke while trying to adjust the screw. The screw was stripped. No backups were available for the 8.0 driver and a different screw diameter size had to be used for the other side. Surgery time did extend more than 10 mins due to the incident. Surgery was completed successfully with no harm to pt. The add'l implants used in this same surgery were the locking cap 8.0+ (product ID: (B)(4)) and rod 5.5 mm x 450 cm (product ID: (B)(4)). The rod and cap were used while removing the screw (helicopter approach). No complaints with either one, only noted that they were used to remove the screw.